Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting crosstalk with inhibition of pacing. The patient is atrioventricular node ablated and is pacer dependent.